Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5.1 and 5.2 was failed and was unrecoverable. A field service engineer found no power going to half height drawer 5 and replaced drawer control boards and pyxibus board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5.1/ 5.2 was failed. It was not showing on serial bus. The customer stated that they manually opened drawer to check for obstructions, unconnected and re-connected serial bus and there was no change. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.